Manufacturer narrative:
Returned for evaluation was an auryon atherectomy catheter. As received, the catheter was missing the distal tip (both inner and outer blade). The reported event description stated that the catheter's working time was 294sec at 60mj/mm2 only (4:54min). This is not according to the IFU. The 60mj/mm2 is instructed to be used in cases that the catheter is unable to advance in 50mj/mm2. The tip of catheter shows an expected pattern of use for an extended period of time, which is contrary to the IFU. IFU cautions against lasing at the same location for more than 10 seconds, i.e. With no catheter advancement. The lesion location was reported to be mid sfa isr [in stent restenosis] with both proximal and distal ends of stent stenosis that need to be treated. The IFU states that 0.9mm and 1.5mm catheters, which do not have aspiration feature, have not been tested with isr and therefore are prohibited to be used for isr cases. The use of the 1.5mm catheter in this isr case is off-label use of this device and may be a contributing factor to the tip detachment. The customer's reported complaint of tip detached from catheter is confirmed. The tip of the catheter shows an expected pattern of use for an extended period of time. The root cause was determined to be due to the user/use error. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. No manufacturing non-conformances were observed during sample evaluation. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a 1.5mm eximo atherectomy catheter. During procedure closure, it was noted that the tip of the catheter was missing. Flouro imaging was utilized to scan the patient's leg, from access to toes; however, there was nothing visible within the patient. The location of the tip is currently unknown after failing to locate it inside or outside of the patient. Energy during the procedure was approximately 60mj and, at times, was reduced to 50mj for a total treatment time of 6+ minutes. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.